Event description:
Complainant alleged that while the ems team was monitoring a pt (age and gender unk) with the device, it displayed a "status 89" and a "cannot dump" messages on the video play. The ems team continued to monitor the pt with the device. The complainant indicated that there was no adverse effect on the pt as a result of the reporter malfunction.